Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was loaded on the guide catheter but the suture was not returned for evaluation. The stent revealed scratches on its working length and the distal barb appeared jagged. The stent suture hole was torn. The pullwire, inside the push catheter, appeared slightly bent at multiple locations causing the push catheter to appear bent at multiple locations. A functional evaluation revealed there was resistance during the actuation (retraction and extension) of the handle assembly. There was no visible damage to the guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an (B)(6) male patient weighing (B)(6). During the procedure, resistance was met advancing the advanix biliary stent with naviflex rx delivery system into the duct. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in okay condition after the procedure.

Event description:
It was reported to boston scientific corporation that advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an (B)(6) old male patient weighing (B)(6). During the procedure, resistance was met advancing the advanix biliary stent with naviflex rx delivery system into the duct. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in okay condition after the procedure.